Manufacturer narrative:
One (1) "used/damaged" 1" ultraclean electrode was returned to conmed for evaluation regarding a complaint of "coating on electrode melted and burned patient." The device was examined and functionally tested in the laboratory; a visual inspection noted the extended insulation is not overlaying the plastic hub of the electrode. It appears there is a space between the insulation and the hub ranging from 0.5mm to 1mm. This space allowed a section of the stainless steel electrode to be exposed. At the 1mm space there is an indication of an electrical arcing in a space between the insulation exhibiting a black stain. A functional test was performed by inserting the electrode into a reusable rocker switch handpiece cat no. 130316, plugged into conmed system 7500 esu, with electrode insulation and hub laying on a steel patient plate. The electrode was activated at 60 watts coagulation. No arcing was observed. The complaint is confirmed for the customer report of burning at the tip junction seam line of the extended insulation coating. The device was manufactured 24-jun-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process and no non-conformances regarding the products identity, quality, safety, effectiveness or performances that could have caused or contributed to this reported incident. Of the lot containing 5,000 units, there were no other similar complaints received. A 2-year review of product history for this device family revealed a total of 3 occurrences for "burned" including this complaint. During this same 2-year time frame, over 2,425,423 units were sold worldwide, making the occurrence rate for this failure mode .0001 percent. To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. This type of failure mode is addressed in the risk documents and the safety risk has been found to be acceptable. However an investigation has been initiated to address this issue and the reported complaint will continue to be monitored through our complaint system. As reported by the facility representative, the setting utilized on the valley lab esu generator was 30 for cautery. The IFU states, the user is advised to use the lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. The IFU also provides the following warnings and precautions: these devices should be inspected before and after each use. Visually examine the device for obvious physical damage including: cracked, broken or otherwise distorted plastic parts; damage including cuts, punctures, nicks, abrasions, unusual lumps, signification discoloration. Improper electrode installation may result in injury to the patient or operating room personnel by arcing at the pencil/electrode connection. Never allow the associated accessories connected to these devices to be in contact with skin of the patient or operator except during intended activations. Do not permit the cables connected to the associated electrosurgical accessories to be parallel and in close proximity to the leads of other electrical devices. Always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use.

Event description:
As reported by physician, "during breast augmentation procedure on (B)(6) 2016, the first side was completed without any incident using the tip, second side about 2/3 into the procedure assistant noted burning at the tip junction seamline of the insulation coating on electrode melted and burned patient." The injury was described as "approximately 2 cm x 1 cm, at least a second degree burn and the patient is receiving daily wound care." The surgery was completed with an un-named back-up device. The generator used during the surgery was reported as a valley lab settings at "30 for cautery." To date there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.